Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a frozen display, unresponsive buttons and a constant tone. Troubleshooting was performed, but the issues were not resolved, and the time was not advancing on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.